Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead developed vegetation. The patient's system was explanted due to an unrelated infection on (B)(6) 2019. The patient was stable through.

Manufacturer narrative:
Analysis was normal. No anomalies were found.